Manufacturer narrative:
Unit received and placed unit under microscope and found contamination (dried blood debris) inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the contamination damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported lost sensor signal and no sensor connection on 2 sensors. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn. The customer reported a loss of communication between the transmitter and the pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-7841zn.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections a4 (weight updated to 180 pounds), b3 (event or incident date updated to (B)(6)2026) and b5 (updated the summary) with this report.

Event description:
Updated summary: the event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884. No product return is required for mmt-1884. Mmt-7841zn returned for analysis.